Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4299216. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: as per customer stated, "we have been getting reports from our staff of the needle not retracting correctly on some bd insyte autoguard IV catheter needles. When the button is pushed to retract the needle it appears to get stuck. It eventually retracts but it is sometimes very slow. Can you please provide an exact date of event for the recent event? I cannot at the moment was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No but the potential for concern is that nursing may get stuck as the needle does not quickly retract.